Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three days after a laparoscopic segmental resection and after a session of kinesiology with hyperpression, the patient suffered subcutaneous emphysema. Reintervention was done and a drainage was installed. The event lead to or extend patient hospitalization.